Event description:
Customer reported that she had unexplained high and low blood glucose and dka. Customer went to the emergency room and was hospitalized. Customer's blood glucose reading at the time of the emergency room visit was over 800 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor. Unable to perform the basic occlusion, occlusion, and excessive no delivery test, due to prime/fill anomaly. Unit passed the displacement test. Unit was received with no backlight due to faulty panel and the end cap was missing.